Event description:
Potential for injury associated with a 5310ivc semi-electric bed that is stuck at a 90 degree angle because the pendant is not working. The bed is not equipped with an emergency release handle. This issue could leave the user stranded in an unwanted position.